Event description:
The physician was performing a sphincterotomy and stone removal with a soft wire basket. The stone was too large and the basket became impacted. The patient was taken to surgery where the basket and stone were removed. The patient is in satisfactory condition.